Event description:
It was reported the healthcare professional (hcp) performed a refill and concentration change. The patient stated their legs were weak. The hcp was concerned it was infusing at a higher rate. The programming was reviewed . The hcp decided to leave the programming as is and to monitor the patient. The pump was used to deliver hydromorphone and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a history of metastasis. The metastasis was known at l4 and l5 with nerve root compression. It was stated that the cause of the symptoms was not a drug effect. A bridge bolus programming error/mistake resulted in a higher dose of bupivacaine. It was noted that the symptoms cleared once the bridge bolus finished. A new rate of bupivacaine delivery was set. The issue had been resolved. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)